Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 319mg/dl. Tandem technical support (cts) performed a pump system check and found that the customer used fiasp insulin with the pump supplies. Cts educated customer regarding cartridge/insulin labeling. In addition, cts reviewed pump data logs and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer reverted to manual injections for insulin therapy.